Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, femoral access site was used. At the time of valve placement, the patient developed a complete atrio-ventricular block (cavb). The cavb persisted after recapture. During the second placement attempt, the valve was implanted at a depth of 4.5mm on the non-coronary cusp (ncc) and 3mm on the non-coronary cusp (ncc). The patient returned to the intensive care unit (ICU) with backup pacing without removing the temporary pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: concomitant product ID d-evolutfx-2329 (lot: 0012156786); product type: 0195-heart valves product ID l-evolutfx-2329 (lot: unknown); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated fields: d1 d4 d10 h6 continuation of d10: evolutfx-26 (sn: (B)(6)) has been reassessed as a concomitant device. Upon review, the main complaint device for this event is: product ID d-evolutfx-2329; product lot/serial number (B)(6); product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, femoral access site was used. At the time of valve placement, the patient developed a complete atrio-ventricular block (cavb). The cavb persisted after recapture. During the second placement attempt, the valve was implanted at a depth of 4.5mm on the non-coronary cusp (ncc) and 3mm on the non-coronary cusp (ncc). The patient returned to the intensive care unit (ICU) with backup pacing without removing the temporary pacemaker. No additional adverse patient effects were reported. Additional information was received that the valve was recaptured after the first deployment attempt due to the valve depth being too deep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.